Event description:
This pateint had a subcutaneous mastectomy in 1986 with immediate reconstruction using a silicone gel implant. In 1988, she began developing symptoms of arthralgia and myalgia of the neck, back and lower extremities. She developed fatigue, night sweats, dry mouth, eyes and vagina, along with shortness of breath on exertion. The patient had bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intact upon removalinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.